Event description:
Information received by medtronic indicated that the customer noticed scratches with cracked screen, crack on battery compartment, battery was not recognized and had to push buttons a couple times to get respond. No harm requiring medical intervention was reported.  Customer declined to troubleshooting the cosmetic issue with pump. The insulin pump will not be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, active current test, and self test. The pump failed the sleep current test. The pump passed the keypad voltage test. All buttons were tested for their functionality and all passed. Test p-cap and reservoir locked properly into the reservoir compartment. No failed battery tests were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery tests or relevant battery alerts, alarms, or anomalies were noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the motor, force sensor and pcba 1. The following were also noted during visual inspection: broken battery tube threads, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Cosmetic damage was confirmed at the battery compartment. Failed battery test and unresponsive keypad were not confirmed during testing. Moisture damage was confirmed found on the electronic assembly, force sensor, motor, and battery tube. High sleep current measurement was confirmed due to moisture damage on pcba 1, motor flex cable, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version 5.2 a. Retainer ring = black. Case type = ngp. Customer returned pump for alleged cosmetic damage located at the battery compartment, failed battery test, and unresponsive keypad found on (B)(6) 2022. The pump passed the displacement test, active current test, and self test. The pump failed the sleep current test. The pump passed the keypad voltage test. All buttons were tested for their functionality and all passed. Test p-cap and reservoir locked properly into the reservoir compartment. No failed battery tests were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery tests or relevant battery alerts, alarms, or anomalies were noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the motor, force sensor and pcba 1. The following were also noted during visual inspection: broken battery tube threads, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Cosmetic damage was confirmed at the battery compartment. Failed battery test and unresponsive keypad were not confirmed during testing. Moisture damage was confirmed found on the electronic assembly, force sensor, motor, and battery tube. High sleep current measurement was confirmed due to moisture damage on pcba 1, motor flex cable, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.